Event description:
Caller states that the following results were obtained on a patient with the inform system within 10 minutes: 1. 412 mg/dl and 147 mg/dl (inform system 1) 2. Hi (greater than 600 mg/dl), 256 mg/dl (inform system 1) and 251 mg/dl (inform system 2) sets of readings were taken at different times on the same day. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 1. Reference medwatch with a1 patient identifier (B)(6) for the inform system 2.